Event description:
It was reported that the administration set was leaking at the filter. The pump was immediately stopped and removed from the patient. No patient injury was reported.

Manufacturer narrative:
No product has been returned to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
Device evaluation: one sample was returned for investigation. The sample was received in used conditions without its original packaging, decontaminated and inside a plastic bag. Visual inspection and functional test were performed. Visual inspection found no obstructions, damage, broken, or other defects in none of the joins of the product. Functional test was conducted for leak using hydrostatic vessel. During the test, the filter presents leak. Complaint is confirmed. It was noted that the probable cause of the issue was likely user related, however, in order to perform a complete root cause analysis of this failure mode, CAPA-000542 was open, which will also serve to provide a resolution towards corrective action. A DHR (device history review) was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).